Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia and customer kicks out of auto mode. The customer¿s blood glucose was in 90 mg/dl, then below 40 mg/dl, 50 mg/dl, and 60 mg/dl and eat carbs, and then blood glucose was 53 mg/dl. Customer stated that last week blood glucose was over 400 mg/dl was not able to calibrate blood glucose was 450 mg/dl. Customer declined troubleshooting for low and high blood glucose level. It was unknown that the customer was used auto mode feature or not. The devices will not be returned for analysis.